Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with a theranova 400 dialyzer an external blood leak was observed. It was reported the leak was coming out from the filtrate. The amount of blood leak was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.